Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based on the reported info.

Event description:
Facility initially reported the handle broke while using. No pt injury. On (B)(6) 2011, dr (B)(6) reports via phone that there was potential for harm, in that he may have cut the pt. He calls this device a nail cutter, not a nail splitter (slee).